Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the suspect device was not returned for evaluation; therefore a definitive root cause could not be determined. However, the customer was advised to calibrate the transducer and if that didn't work, a new main pcb is needed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator passes user verification tests (uvt) but giving circuit fault/disconnect alarms. Furthermore, there was no patient associated with the reported event.